Event description:
Pump received at the service facility with note stating "ivac not keeping correct time. Runs too slow." No additional information was able to be received. No patient injury was reported.